Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer reported that she did not change or do anything on pump and occlusion never occurred again. There was no reported impact to customer's blood glucose level.